Event description:
It was reported to philips that the device gave an error indicating a problem with the host computer¿s memory, which can impact booting. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency vascular procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that reported problem. After reviewing the system log rse found that host computer memory problem. Upon troubleshooting, it is found one of the memory modules (memory 1) had failed. To resolve the problem, on another case fse replaced the host pc and return the part for further analysis and it found there is hdd bay malfunction. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the problem on another date philips has initiated a medical device correction (z-1151-2024). After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as planned after restarting the system without delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.